Event description:
Follow-up revealed the unexpected postoperative suprise was a result of a mix-up at the user facility due to two patients that had the same name.

Event description:
A surgeon performed a lens exchange for an unexpected postoperative refraction of +7.0 diopters (hyperopia). The surgeon feels the power of the explanted intraocular lens (iol) did not match the power on the lens package.